Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation and prior to use, the pilot 50 guide wire had something wrong with the coating on the distal end. It was noted that the coating was missing or it wasn't smooth on the tip area. There was no patient involvement and therefore, there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis, and the peeled polymer coating was not confirmed. However, there was scraped teflon on the distal and proximal sections of the core and there was a small piece of detached teflon attached to the polymer 4.8cm proximal to the tip ball. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.